Manufacturer narrative:
Device evaluation summary below: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint. If you have any questions, please feel free to contact me. Device analysis observation notes that the dimension measurement of the hub/luer lock area passed. Product analysis conclusion: event not product/component related.

Event description:
During pt's treatment with cosmoderm, a total needle disengagement occurred and product was lost. No injury.